Event description:
During replacement surgery, the surgeon stated the patient's left vagus nerve was very superficial as if it had been to a new position. Neurostimulator machine was used to assess the left vagus nerve and the left vagus nerve was not able to stimulate. Surgeon decided to implant vns lead on the right vagus nerve. Impedance was within normal limits. Heart rate detection was good. The right vagus nerve was noted to be functional with the neurostimulator machine. No additional relevant information has been received to date.

Event description:
Per the physician, the left vagus nerve being unable to stimulate in surgery was believed to be due to vns device presence. Surgeon stated there was no other good explanation other than vns, but the patients vocal cord were noted to have worked after surgery so it is not clear the exact cause. No additional relevant information has been received to date.